Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-mar-31: it was reported that a patient experienced pain at a 10-week appointment following the implant surgery of a pain stimulation implantable pulse generator (ipg). The internal battery pack was allegedly sitting on a nerve, causing new pain that was reportedly worse than the previous pain. Scar tissue from the surgery was also mentioned as a potential cause of the pain. The patient had turned off the stimulator a week prior to the report and was concerned about the return of the old pain. The patient was advised to consult with a healthcare professional to further address the issue. On 2025-may-20: a manufacturer representative (rep) spoke to this patient yesterday and they reported that their stimulator has been off for about a week and has no pain. Not their normal pain, and not any other pain. Patient is going to hold off making any appts with the physician because they are not experiencing any issues. Patient called because they were curious about their normal pain being gone. Rep told the patient they can keep the stimulator off, but charged, and just monitor the pain level. Issue is resolved. 2025-jul-01: additional information was received from the patient. It was reported that the cause of the pain is unknown. The pain is where the battery is located. The pain is constant. They are currently receiving pt for pain, using cooling pads and using topical pain cream. The pain has not been resolved. They are considering removal of device. On 2025-08-08: additional information from the patient indicated that they had to have physical therapy to resolve the pain issue. The cause of issue of the pain was thought that it might have been too much nerve stimulation. The patient stated that no action for device removal has been taken. They stated that when the nerves have settled down they will reactivate the device and see what happens. 2025-dec-08: additional information was received from the patient and healthcare provider (hcp). They reported that they had surgery to move the implant. Hcp stated the therapy had not been removed, the battery was just moved in a pocket revision. Patient still has the therapy implanted. Caller said the procedure was done because patient said they were having pain at the implant site. Caller stated the implant site pain the patient initially was experiencing had resolved after the surgery, but they developed a new post-operative "pinching" sensation at the implant site. Caller said patient has since tried turning therapy off, but they continued to feel the pinching sensation. Caller said patient has an appointment to see the neurosurgeon.